Event description:
On (B)(6) 2014 it was reported that the patient is rather histrionic. The patient was in an abusive relationship at the time and he hit her in the area of the device. She was never in an area with any strong magnets.

Event description:
On (B)(6) 2013 the patient reported that she experienced a magnet activation without a magnet swipe. On (B)(6) 2013, it was reported that this vns patient tripped and fell on (B)(6) 2013 and thought she pulled on the lead. The site was not red, just bruising and healing well. There was no drainage. On (B)(6) 2013, the patient reported that the device was on and that she didn¿t like it because it was uncomfortable. On (B)(6) 2013, the patient reported that her heart hurts to the point that it was making her sick. The patient left another voicemail indicating that she spoke to her physician who told her that her heart was hurting because the stitches were drying up. The physician told the patient to take an ibuprofen, so she did, and the pain went away. No further information has been received to date.

Event description:
The patient's vns device was disabled on (B)(6) 2014 by the physician due to the apparent random activation of the generator. However, it was also reported that the device was disabled due to the shocking sensations the patient experienced which is reported in manufacturer report #: 1644487-2014-00314.

Manufacturer narrative:
.

Event description:
It was reported that the explanted generator had been discarded by the hospital and therefore could not be returned for product analysis.

Event description:
It was reported that the patient underwent generator replacement. The generator has not been received to date.